Manufacturer narrative:
Although medwatch report (mw5057717) received by intuitive surgical on 12/02/2015 indicates that the subject device was returned for evaluation, a review of isi records as of the date of this report, confirms the crocodile grasper has not been received for evaluation. An RMA has been issued to the customer for return of the device. If and when the device is returned, an evaluation will be performed and a supplemental medwatch will be submitted including the failure analysis results. This complaint is being reported due to the tip of the crocodile grasper instrument reported as having been broken and falling off into the patient's abdomen. The broken tip was reported to have subsequently been retrieved during the da vinci surgical procedure with no lasting permanent impairment of a body function or permanent damage to a body structure occurring.

Event description:
The following event was received by intuitive surgical in a voluntary event report on 12/02/2015 (reference report mw5057717): on (B)(6) 2015, while performing a robotically assisted laparoscopic single-site cholecystectomy procedure, the grasping tip of the da vinci si crocodile grasper broke off inside the patient's abdomen. The surgeon removed the instrument and removed the broken tip from the abdomen using an endo catch bag. The surgeon verified that all pieces had been removed from the patient.